Event description:
It was reported that the lead was capped due to low amplitude r-waves and oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.